Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: he reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows portion of the electrode is detached. A functional evaluation revealed the wand was able to generate plasma as intended. A review of the device history records for the reported lot number showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the instructions for use found that excessive force can result in device damage. A review of risk management files found that the reported failure was documented appropriately. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. Based on the limited information provided the root cause of the reported electrode breakage could not be determined. It is unclear if the device IFU where adhered to however, it does caution to ¿check the wand tip periodically to ensure the electrode is intact and the wand is functioning as designed. If the electrode is not intact, discontinue use and check the joint cavity by appropriate means. Do not use the wand as a lever to enlarge a surgical site or gain access to tissue as this may result in a bent or detached electrode, damage to device and/or a cracked spacer leading to patient injury.¿ although the cytotoxicity testing reports that the device is considered non-toxic, this is for short term use. Long term implantation data is not available. The patient impact beyond possible micro-motion and/or migration, local irritation/discomfort, and probable MRI restrictions cannot be determined. The patient impact beyond the surgical time extension cannot be determined. No further medical assessment can be rendered at this time. The complaint was confirmed. Factors that could contribute to the event reported include:(1) insufficient suction flow causing the wand to overheat and degenerate at a faster rate. (2) hitting the tip against a hard surface such as a metal or bone (3) extensive use of the wand causing excessive screen/ electrode erosion (4) operating the wand at a different setting than recommended by the IFU. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an acl surgery, the tip of the super multivac electrode was missing. The x-ray picture showed that the electrode was split in two pieces, one of the pieces was retrieved and another x-ray was preformed but there was not any visible piece. The procedure was successfully using a back-up device. A delay of 2 hours was reported. The surgeon concluded that the rest of piece was irrigated outside the patient. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.